Event description:
During an unspecified procedure, the staples were found missing before the device was used on the patient. The surgeon applied another device.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.